Manufacturer narrative:
Off label use: peds were used in patients with pre-existing stent. Per ped IFU contraindications: patients in whom a pre-existing stent is in place in the parent artery at the target aneurysm location. There is limited information about the device and/or the patient, therefore, all reported device malfunction events were captured in this report. Refer to MDR 2029214-2015-00522 for serious adverse events from the same literature review. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.

Event description:
Medtronic (covidien) received information from literature review that three patients out of 15 patients required balloon angioplasty because of inadequate pipeline embolization device expansion; all three had previously deployed self-expanding stents. Two of these patients experienced serious injuries (MDR 2029214-2015-00522). This retrospective study included fifteen patients with recurrent intracranial aneurysms after previous embolization or surgical clipping who were treated with the ped at one institution between 2011 and 2012. Of the 15 patients, 12 were women (80%) and three were men (20%). The mean age of the patients was 54 years (range 31¿80 years).treatment was successful in all 15 patients. (B)(4).